Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the discordant results were attributed to the ion selective electrode (ise) firmware on the system. The fse downgraded the ise firmware from (B)(4). The fse then performed a precision run which resulted within specifications. The fse ran patient samples on this system and the alternate advia 2400 system to compare results and they were not clinically different. The cause of the discordant, falsely elevated chloride results was a malfunction of the ise firmware. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated chloride results were obtained on three patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate advia 2400 instrument and resulted lower. The samples were then repeated on the same instrument and resulted lower. The rerun results from the same instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.